Event description:
End user's daughter reported that the clothing guard on her mothers trsx5 wheelchair broke. User sustained a gashed on her arm from the screws. No medical intervention sought. Daughter taped the clothing guard, they never got it repaired.